Event description:
It was reported that during device change out procedure, the right atrial lead exhibited capture anomaly; an insulation anomaly was observed on the lead. The lead was capped and replaced. The patient was in stable condition prior and post procedure.